Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump was under delivering. The customer reported a blood glucose value of 350 mg/dl. The customer was treated with insulin pump. The event involved product(s) mmt-1884l, mmt-342, mmt-431ak, mmt-7040a. Troubleshooting was performed and the hp test did not pass. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-431ak. No product return is required for mmt-7040a

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test at .0865 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No alarms anomaly during testing or in file history. In further full review of the pump history on the date of testing 06-30-2025 found daily total of bolus insulin delivered to be 58.15 units. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rail. In summary, customer allegation for pump device test failed, possibly under delivering anomaly not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.